Event description:
Additional information was received from the manufacturer representative (rep) reporting that the lead was removed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the consumer via the manufacturer representative (rep) regarding a patient with an implantable neurost imulator (ins). It was reported that the lead wire came off and the surgery was performed. The pain worsened even more after the discharge from the hospital. Severe pain was noted. Patient tried to operate the patient controller, but it doesn't take away the pain. Right now, it hurts even when staying still. Right now, it feels like the lead wire is misaligned. There was pain particularly in the right lower back and the entire right leg, and stimulation could not be delivered to the toes. Stimulation also stopped when the left leg moved. Even if nothing was done, it sometimes suddenly reaches 3 amps. The english screen briefly displayed but it immediately disappears. When the posture was changed, a very strong electric current suddenly flowed and was almost injured. The adaptivestim(as) was used but it does not seem related to it. Troubleshooting was performed. It was tried operating the patient controller and found no pain. They scheduled to examination on august 19, would like to observe it as soon as possible, so it has sent the information to the person in charge of the area. Loxonin was administered at their own discretion. Issue was not resolved.

Manufacturer narrative:
H2. Correction: please note, additional information received clarified that there was no surgical intervention require. Thus the event no longer meets the definition of a serious injury (h1) and h6 code f1904 no longer applies. G0202501 also no longer applies as it was reported that there was no mechanical damage to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. It was reported that the rep met with the patient directly to check it, but there was no mechanical problem. The doctor also confirmed this with x-rays, and the lead was not misaligned. The stimulation intensity was normal, and there were no problems with adaptive stimulation settings. They requested that the patient take various postures as a test, but there was no problem at that time. The patient had a strong psychogenic factor, so they were currently taking a wait-and-see approach and the patient had not contacted the rep at all since then. As the lead was not misaligned and had not come off, there were no plans to remove it in the future.